Manufacturer narrative:
(B)(4). The investigation was completed on 10/24/2017. Retain and return product was tested and cannot confirm the customer's complaint.

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2017, abbott point of care (apoc) was contacted by a customer regarding I-stat eg6+ cartridges that yielded a suspected discrepant result on a (B)(6) male patient with heart failure. The customer stated that the patient was presented for a cath lab procedure, in stable condition, and later discharged after the procedure. There was no additional patient information at the time of this report. Return product is available for investigation. (B)(6). There are no injuries associated with this event. The investigation is underway.